Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer woke up to a low blood glucose (bg) level; the level was not known. While drinking juice, the customer fainted and upon regaining consciousness, a household member was alerted. The bg level at this time was 91 mg/dl. However, as the customer felt cold, the customer went to the hospital. The bg level was 103 mg/dl and was admitted for a low core temperature. The customer was treated for hypothermia and was discharged on (B)(6) 2017 with the symptoms resolved. There was no permanent injury due to the hypothermia. The cause of the low bg was not known; however, it was thought that the customer may have overcorrected. Tandem technical support reviewed the pump logs. The night before the customer delivered a food bolus and a correction bolus. Based on the logs, the pump correctly calculated the delivery dosages based on the information that was entered into the device.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). Three back to back cartridge change sequences were completed with two alarm 9 (cartridge overfilled) annunciations in between each cartridge change starting at 10:06 pm on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence of device malfunction.